Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 133 mg/dl and the sensor glucose was 70 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.